Event description:
A (B)(6) male patient's wife contacted zoll customer support to report a code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the yellow (pgnd) wire was open in the trunk cable connector. The cause of the code 204 is the open yellow wire. The root cause of the open yellow wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.